Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging that when a strip is inserted the entire screen populates then it goes blank. The issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4)device evaluation: the products involved with this complaint have been returned on (B)(4) 2012. On (B)(4) 2012 product analysis (pa) evaluated the meter and the primary complaint was not confirmed; the meter tested within operating parameters. The test strips were evaluated on (B)(4) 2012 and passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.